Event description:
It was reported that during priming with a prismaflex st100 set, an external fluid leakage was observed which was due to a cracked screwed connector. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(6). The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided photos was performed and did not identify leakage from the from the screwed connector. The reported condition was not verified. As the actual device was not returned, the cause for the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.